Event description:
It was reported that a pediatric patient was involved in a cardiac surgery. It was further stated that the clinician noted the arterial pressure baseline had drifted. The transducer was re-zeroed but the value kept drifting. There were no patient complications reported.

Manufacturer narrative:
One quadruple dpt kit was returned for evaluation. Examination revealed that all four dpts zeroed and sensed pressure accurately on the ge pressure monitor. The pressure readings were stable and the dpts did not show any pressure drifting during our 8 hour pressure drift testing. Please note that the pressure and drift tests were performed to the pressure monitoring kit with the returned cables. The electrical testing also showed that the dpt electronic components were intact because both input impedances and output impedances were within specifications. There was no leakage detected from the dpts during pressure test and no visible defect was observed from the dpts. Pressure tests were performed at various pressure values, 0, 50, 100 and 300 mmhg. Visual examination was performed under microscope at 10x magnification. The complaint was not confirmed during the evaluation; the dpts functioned normally. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. No defects or damages were found on the returned unit; it could not be determined if any clinical factors may have contributed to the event. No actions will be taken at this time.